Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels around 300 (mg/dl) after eating breakfast. Reportedly, the customer stated that they started a new steroid treatment, and believe that the treatment could have affected their bg levels. Customer delivered correction bolus with the pump to treat bg levels. Customer also contacted their health care provider (hcp) who made adjustments to their correction factor setting. Tandem technical support assisted the customer with adjusting their settings as recommended by the customer's hcp.